Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels and the cause was not known. Bg value was not provided. Reportedly, the customer had been using a u200 insulin. Tandem technical support (cts) informed the customer that u200 was not labeled for use with the cartridge/pump. The customer declined cts's offer to troubleshoot and declined further information regarding the event.